Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was for explanted due to oversensing issues. Manipulation tests were performed; however, no oversensing issues were noted, only some muscle potential on the rv channel. The physician suspected that the lead was crushed under the subclavia, because of a medial lead damage. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. Visual inspection revealed a trilumen insulation damage where rs-coil exposed approximately 37 centimeter from is-1 pin. Due to location and type of damage most likely caused by entrapment in the clavicle/ first-rib region. Laboratory analysis confirmed the reported clinical observation of insulation damage.

Event description:
---

Manufacturer narrative:
---